Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii". Device remains implanted.

Manufacturer narrative:
Device visual evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number lot number: 2810507 and catalog number: srx495, red particle material on the shell and creases.

Event description:
Device has been explanted.